Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and ketones. Customer was hospitalized on (B)(6) 2017 with blood glucose of 624 mg/dl. Customer reported of taking a fall on (B)(6) 2017. The customer experienced symptoms such as difficulty breathing. The customer was wearing the insulin pump during the hospitalization. Customer was unable to troubleshoot at the time of call and would call back to complete troubleshooting.